Event description:
Healthcare professional reported "rupture" against left saline device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of aug-2022 through jul-2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left saline device. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 additional address: (B)(6). Device evaluation: visual analysis of the returned device identified flat creases. Leak test and microscopic analysis was performed which identified total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: -total delamination of valve assessed as adhesive failure.